Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The product was returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Sandhya suresh need assistance on 8015 s/n (B)(4) error code 120.4630 , she replaced new battery pack let it charged overnight but the battery will not charge, she replace the 24 switching power supply still not working charging the battery. I suggested to try another harness assembly battery connector also there is a possibility that the main board, power supply could be bad. I provided the part number for this board power supply and also gave her option to send it in for level 1 repair.